Event description:
Caller alleged discrepant results with inratio compared with the lab. Results as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: 05/23/06-inratio; 1.9, 2.4, 4.1, 5.3, 4.5. Lab 2.3, 1.9, 2.7, 3.4, 3.4.